Manufacturer narrative:
Therapy date ¿ this was reported to have occurred sometime in the 2 weeks prior to the date the event was reported to baxter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a clearlink continu-flo solution set was ¿fused to the tubing¿ and was unable to lock into place. This occurred after the IV was started and the nurse was attempting to attach the set to the IV cannula. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured march 13, 2018 - march 14, 2018. The device was received for evaluation. A visual inspection was performed and a brilliant layer was observed on the male luer due to excess solvent. A functional test was performed on the male luer and it was observed that the collar did not move/screw in the connection port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported condition was machine misalignment during the solvent application process. Should additional relevant information become available, a supplemental report will be submitted.